Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was cardiac perforation on the right ventricular (rv) lead. The patient was having trouble breathing and cardiac effusion. No explant procedure was done and patient is under medication. The patient was in stable condition.

Event description:
New information received noted that the lead was causing valvular regurgitation. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.